Event description:
The pt had two leads implanted with the same lot number. It was reported the pt experienced weakness in his legs and jerking in his arm. The pt went to the ER on (B)(6) 2012 where his physician explanted the trial leads. The physician stated the symptoms were not caused by the leads since the weakness was above the t8-t9 location. The physician also reported the pt's face was drooping on the right side. The pt reported the stimulation was helping his leg pain. The pt was referred to his pcp where he is being treated for a possible cva (cardiovascular accident).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.